Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Correction to follow up MDR in field: additional information was received that the patient underwent an explant procedure wherein everything was explanted. The physician believes the infection was device and procedure related. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. Infection was device related. Patient's symptoms include fever and pus. The patient was given oral antibiotics.

Event description:
A report was received that the patient had an infection at the pocket site. Infection was device related. Patient's symptoms include fever and pus. The patient was given oral antibiotics.

Event description:
A report was received that the patient had an infection at the pocket site. Infection was device related. Patient's symptoms include fever and pus. The patient was given oral antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein everything was explanted. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that during the patient¿s readmission at the hospital, the patient still had fever and infection at the pocket site. The physician believes the infection was caused by the procedure. The patient had been released from the hospital and the infection had been cleared. The patient is already off on antibiotics.

Manufacturer narrative:
Additional information was received that the patient was re-admitted and released from the hospital due to infection. The patient was given antibiotics for treatment of infection at home.

Event description:
A report was received that the patient had an infection at the pocket site. Infection was device related. Patient's symptoms include fever and pus. The patient was given oral antibiotics.

Event description:
A report was received that the patient had an infection at the pocket site. Infection was device related. Patient's symptoms include fever and pus. The patient was given oral antibiotics.